Event description:
This lead was explanted due to the lead having no slack which led to lead stability issues and functionality. The physician decided to replace this lead. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.